Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this 29mm transcatheter bioprosthetic valve, paralysis and dysarthria occurred. A computed tomography (CT) was performed that showed a cerebral infarction occurred. Medication was administered, and rehabilitation was performed. No additional adverse patient effects were reported.